Event description:
Caller states patient received result of 434 mg/dl on inform system 1 and 113 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551160, expiration date 03/31/2011). Reference medwatch report with (B) (4) for the suspect device used in system 2. Will not be returned to manufacturer.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) alleging that the one touch ultramini meter is prompting for the apply sample message and will not provide a blood glucose result whenever the pt attempts to test. During troubleshooting, the alleged issue was resolved with training. The pt manages her diabetes with oral medication, diet, and/or exercise. The alleged issue began on (B) (6) 2010. Reportedly, the pt had high blood symptoms prior to the alleged issue. Reportedly, the pt obtained a blood glucose reading of "380 mg/dl" on a hospital meter on (B) (6) 2010. From (B) (6) 2010 to (B) (6) 2010, the pt attempted to control her elevated glucose by taking less food/drink. On the week of (B) (6) 2010, the pt reportedly went to urgent clinic where she received 32 units of insulin. This complaint is being reported because the pt reportedly received medical intervention suggestive for hyperglycemia 2 weeks after the alleged issue began. Replacement products were sent to the pt.